Event description:
A breath could not be delivered in bag mode during induction.======================manufacturer response for absorber on anesthesia machine, bleasesirus (per site reporter).======================manufacturer has acknowledged they have been able to reproduce the incident.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.